Event description:
It was reported that a user experienced repeated timeouts when attempting to scan a new libre 3 plus sensor with an iphone, which impeded pairing to the ilet. Symptoms included no clinical effects. Outcomes included no impact on health or therapy. Investigation included technical support troubleshooting and user education on correct nfc scanning technique using the top of the iphone. Investigation of this case revealed that the sensor successfully scanned and initialized after guidance, indicating user technique as the cause. It was concluded that the event resulted from use error related to scanning method and that the device functioned as intended after proper use was established.